Event description:
It was reported that the patient presented in clinic for initial implant procedure on (B)(6) 2025. Upon fixation during procedure, the right ventricular (rv) leadless pacemaker (lp) was released from the deliver catheter prematurely. However, the rvlp was fixated with normal device testing at the time of separation. The delivery catheter was removed from the patient body, and the procedure was completed with no further issues. There were no patient consequences.